Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. The initial reporter stated that they began to use a different formula and the pump operated as designed, and that they did not have any plans to return the pump to mmdg for investigation.

Event description:
The initial reporter stated that the pump was stopping during feeding and "doesn't want to pump" formula in the middle of the night. They stated that the pump was "attempting to deliver formula, but not alarming and not delivering". Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. They also stated that they received a new prescription from their doctor and that the pump operated as expected with the new formula and that they had no plans to return the pump to mmdg. (B)(4).